Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the low battery voltage and the nominal system current drain. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Additional analysis concluded there was no internal short in the battery. Concomitant medical products: 694758 lead; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion due to no capture at maximum output of the left ventricular (lv) lead. The ICD was explanted and replaced. The lv lead was capped. No patient complications have been reported as a result of this event.